Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was app pacing due to far-field r-wave oversensing. The device status could not be confirmed, despite follow-up. No patient complications have been reported as a result of this event.